Event description:
It was reported, the physician requested a technical review of device data as high thresholds were present on last device check. It was further reported a lead warning for low impedance was observed. Additional information obtained from the manufacturer¿s representative reported that a device check the day prior had been completed and good thresholds were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).